Event description:
Information received indicated that the left intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the latch to be dirty. He cleaned and lubricated the latch to resolve the issue.